Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The sample in question was retested by the customer and gave an acceptable result. In addition, quality control was performing as expected. No additional issues were identified. Based on the investigation, no deficiency for lot number 63648uq02 was identified. Additional information and update to section b5 describe event or problem. Repeat was a higher result and result and sid explanation added.

Event description:
The customer observed a falsely decreased total bilirubin result generated on the architect c4000 analyzer for one pediatric patient. A new sample was collected and ran and the result was higher. The customer repeated the original sample with a higher result. The following data was provided: sid (B)(6) initial result = 0.5 repeat result on same sample = 6.3 new sample sid (B)(6) = 6.3 normal range for pediatric = 0.2-8.0 mg/dl earlier result from (B)(6) 2023 = 8.9 mg/dl updated information provided (B)(6) 2023 = customer states sid when scanned on the instrument is shorter but last 8 alphanumeric numbers are the same. Sid on instrument ¿(B)(6)¿ repeat result on same sample was 6.37 and on new sample was 6.32 no impact to patient management was reported.

Event description:
The customer observed a falsely decreased total bilirubin result generated on the architect c4000 analyzer for one pediatric patient. A new sample was drawn and the result was lower. The customer repeated with original sample with a lower result. The following data was provided: processed on (B)(6) 2023 sid (B)(6) initial result = 0.5 repeat result on same sample = 6.3. New sample sid (B)(6) = 6.3. Normal range for pediatric = 0.2-8.0 mg/dl. Earlier result from (B)(6) 2023 = 8.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6).